Event description:
On (B)(6) 2012 customer reported that cuvette wash station probes 1 and 2, on the cx5 delta instrument, leaked onto the reaction wheel. Customer stated that the line connections and check-valves were secure. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and identified a drip from the wash/vacuum probes. Fse replaced the 2-way solenoid valve to resolve the leak. Fse also replaced multiple other valves in the hydropneumatics as a preventative measure. The service activity performed was verified to meet the specified requirements per established procedures.

Manufacturer narrative:
(B)(4).